Event description:
Caller alleged discrepant inratio results. Results as follows: inratio 2.2, physician's meter 1.5. Less than 2 hours between tests; exact time could not be given. Therapeutic range: 2.0 - 3.0.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing was performed on the reported lot number. Retain strip testing results met both accuracy and repeatability criteria. No product deficiencies were observed during in-house investigation. The customer has clotting factor v disorder, but actual concentration of the factor is unknown. Be advised, inratio systems are sensitive to factor v less than 61% of normal factor level. The customer's current health status cannot be ruled out as a possible root cause for the observed inratio inr result. Manufacturing batch records were reviewed. Review did not reveal any issues related to the complaint. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time.